Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received; was buttressing material being utilized? No. Were any staple malformation issues identified throughout the care of the patient? When performing the bypass, none issue has been noticed. How was the fistula identified? The fistula has been identified during the revised surgery, in the collection area of gastric secretions at the staple line. What was done during the reoperation? The surgeon has cleaned and maybe add a stitch. What is the current status of the patient? The patient is doing well, and he left the hospital after the second procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was buttressing material being utilized? If so, what type? Were any staple malformation issues identified throughout the care of the patient? How was the fistula identified? What was done during the reoperation? What is the current status of the patient?

Event description:
It was reported that a gastric fistula appeared 2 days after the procedure (wednesday (B)(6) 2018). The fistula was localized on the lower part of the gastric pouch, in the middle of the 1st vertical staple line. The patient has been reoperated. She has been drained and had antibiotics cure. She is now fine.